Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 1/12/2018. Device evaluation: the returned lens was inspected. A thin film spot and small residues were observed on the optic zone of the lens. The complaint was verified. The sample was analyzed by fourier transform infrared (ftir) spectroscopy. Ftir analysis revealed that the thin film debris is consistent with sodium hyaluronate (naha). According to subject matter expert (sme), the z9002 lens does not have exposure to this type of material (sodium hyaluronate (naha)) during the manufacturing process. In the event, it is contaminated with a similar material in the process, there are various cleaning operations and 100% visual inspection utilizing microscope magnification steps that would have identified and discarded a lens with a similar particulate or substance, as required by our approved procedures. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implanted date: if implanted; give date: n/a (not applicable). The intraocular lens was not implanted. Explanted date: if explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that debris was found on the lens when removing it from the packaging. There no patient contact. No additional information was provided to abbott medical optics.